Event description:
It was reported that the patient received inappropriate shocks. It was also reported that the right ventricular (rv) lead had oversensing, high impedance and is fractured. An alert was triggered. It was also reported that the right atrial (ra) lead has no capture. The rv and ra leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The partial lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that the defibrillation conductor was fractured, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.